Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the blackbox data revealed data from (B)(6) 2013. The last basal delivery was recorded on (b)(64 )2013. The pump was turned ¿off¿ on (B)(6) 2013 after 10:05 am for an unknown reason. The blackbox records show the pump was restarted on (B)(6) 2013 at 1:17 pm. The blackbox data also revealed multiple, consecutive ¿reboots¿ prior to a ¿replace battery¿ alarm due to a discharged battery that had been installed at power up. The battery voltage recorded before the ¿power on reset¿ event was above the ¿low¿ and ¿replace¿ battery thresholds. Visual inspection of the pump revealed a crack in the battery compartment extending from the finger pad down to the case seal. A battery cap was not returned with the pump for investigation. A test battery cap was used to complete the investigation. The test battery cap fit properly and was able to maintain electrical connection. During testing, the pump powered on normally and displayed the ¿verify¿ screen in accordance with normal operation. The pump was exercised for 24 hours without any loss of power or interruption in power during testing. Low battery warnings and replace battery alarms were simulated using an external power supply and the pump gave the appropriate visual and audible battery warnings/alarms. These alarms were recorded in the pump¿s alarm history at the correct time and in the correct order of occurrence. The pump cover was removed for investigation. Inspection of the pump¿s internal components, including the power circuit, did not reveal any damage, defect or contamination. Investigation concluded the pump performed as intended with no defects or malfunctions observed.